Event description:
It was reported the patient had a urinary tract infection (uti). As of the date of this report the patient's uti was gone and her stimulator was working but it was noted the stimulator was not working while she had the infection. It was also reported 'it took a while to clear the infection.' Additional information has been requested but was not available as of the date of this report.

Manufacturer narrative:
Product ID 3889-28, lot# v350509, serial#, implanted: 2009 (B)(6), explanted: product type lead, product ID 3037, lot#, serial# (B)(4), implanted: explanted: product type programmer, patient. (B)(4).

Event description:
Additional information received from the hcp reported that after the patient was clear of the infection all programs were changed to a therapeutic level on (B)(6). It was reported that there was no injury and the patient did not require hospitalization.